Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported deflation difficulty was confirmed. The reported resistance with the guiding catheter was not confirmed; however it was reported that during the procedure the balloon was removed while inflated likely causing the resistance. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for deflation difficulty or resistance with the guiding catheter reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The traveler device is currently not commercially available in the us.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery. Pre-dilatation was performed with the 2.5 x 12 mm traveler balloon catheter. The balloon was inflated the first time to 8 atmospheres (atm). There was no issue inflating the balloon, but the balloon could not be deflated. Negative pressure was pulled with a syringe, but the balloon would not deflate. A new syringe was used, but the balloon would not deflate. The balloon was then inflated to 12 atm with an indeflator, and again deflation was attempted, but was unsuccessful. The guiding catheter was then engaged further in the vessel, and the traveler balloon was pulled into the guiding catheter while fully inflated, and resistance was noted with the guiding catheter. The traveler was then removed from the guiding catheter and anatomy. A 2.5 x 15 mm trek balloon catheter was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.